Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 4.3, 1.3, lab: 2.7. Therapeutic range 2-3.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio meter: 1 = 4.3, inratio meter: 2 = 1.3, reference: 2.70, mean: 2.77, confidence limits: 1.7 - 3.8. The mean of the inratio meter and comparative system inr were calculated. Both inratio values are outside the confidence limits for inr testing. The results are considered discrepant within the context of the documented variability for inr testing. Inratio precision data provided by end-user lot: date: (B)(6) 2011, first inr: 4.3, second inr: 1.3, mean: 2.80, sd: 2.12. Percent cv: 75.76. Since percent cv is more than 20 percent, the precision test failed the criteria for precision. Additional investigation is required. Recent test conducted on lot 254609 on (B)(6) 2011 met both accuracy and precision criteria. Test results are as follows: donor 86 = 3.4, 3.3, 3.1 inr, donor: 87 = 1.8, 1.8, 1.7 inr. At least two out three replicates are within the allowable bias (+ or - 1.0) of reference results for donor 86 (2.80 inr) and donor 87 (1.50 inr), respectively. In-house test results have 4.68 percent and 3.27 percent respectively for each donor and are less than 16 percent cv. No further investigation required at this time. Conclusion: analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy or precision criteria. No product was expected to be returned. Retain strip testing results met accuracy and precision criteria. Patient's condition as a cause of the unexpected results cannot be ruled out. As of (B)(6) 2011, (B)(4). This reaches the action threshold of >0.07 percent. Note brick lot number 246555 has strip code p152a material was split into two different lots. Lot number 254609 into 12 packs (smaller lot). Lot number 257062 into 48 packs (larger lot). (B)(4). Due to this low occurrence rate, below the action threshold of >0.07 percent, corrective action is not required at this time. No corrective action required at this time as no product deficiency was established.